Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4) ¿ urinary/bowel problems; undefined recurrence. Additional narrative: it was reported that the patient underwent a gynecological procedure and meshes were implanted on (B)(6) 2007 along with concurrent pelvic floor reconstruction (cystocele and enterocele repair with placement of an anterior vaginal wall mesh graft), classic pubovaginal sling and perineoplasty due to large cystocele and enterocele, sui and stage 3 vaginal prolapse. It was reported that following insertion the patient experienced extrusion, infection, urinary / bowel problems, recurrence, neuromuscular and vaginal scarring. It was reported that on (B)(6) 2007, the patient was seen to have her prosima std vaginal stent removed. It was reported that the patient underwent release of suburethral sling with the removal of the suburethral vaginal synthetic graft and intraoperative cystoscopy on (B)(6) 2007 due to postoperative urinary retention.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.